Event description:
It was reported that pump showed malfunction message, and caller noted multiple occurrences of same malfunction with no notable events before issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup, was instructed to place pump in storage mode and return it, and was informed that replacement pump would be provided; caller acknowledged need to re-enter pump settings, reconnect continuous glucose monitor, and follow setup guidance for replacement device.